Manufacturer narrative:
PMA/510k # ¿ exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an ngage nitinol stone extractor would not open and close. The issue with the device was discovered prior to making contact with the patient. A new device was used to complete the unspecified procedure. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Summary of event: as reported, an ngage nitinol stone extractor would not open and close. The issue with the device was discovered prior to making contact with the patient. A new device was used to complete the unspecified procedure. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A review of a video supplied by the user was examined as well. The complaint device was not returned to cook for investigation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. The product IFU did not provide any information related to the reported issue. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the device history record was fully executed, and no other related complaints from the lot that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents were conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The provided information stated the complaint device would not be returned. A video was provided by the user that showed the basket was closed and could not be opened due to separation of the orange support sheath. The cause for the sheath separation could not be determined. The risk analysis for this failure mode was reviewed and no additional escalation is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.